Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited high impedance, high thresholds and noise. No additional adverse patient effects were reported.